Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge designee successfully performed the prescribed field actions and advised the customer of the failed battery run time test. Information has been requested from the customer in relation to the battery replacement and a supplemental report will be submitted if the customer provides the information. The initial reporter named is the getinge designee who has different contact details from that of the event site; however, his contact details are unknown.

Event description:
During a field action being performed by a getinge designee on the cs300 intra-aortic balloon pump (iabp), the battery run time test failed. The customer is a self-servicer who does their own service and will not require getinge to replace the batteries. The customer will order new batteries and clear the unit for use themselves. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The email response from the facility biomed indicates that the batteries for this unit were replaced in january 2017 and that there is no reference in his records regarding a battery issue.

Event description:
During a field action being performed by a b6 on the cs300 intra-aortic balloon pump (iabp), the battery run time test failed. The customer is a self-servicer who does their own service and will not require b6 to replace the batteries. The customer will order new batteries and clear the unit for use themselves. There was no patient involvement and no adverse event was reported.